Manufacturer narrative:
During device evaluation, it was noticed that the direction controls were reversed and evidence of a non stryker repair also noted. The cause of the event was attributed to the non stryker repair.

Event description:
It was reported that the tps micro driver runs in the wrong mode. No further information was provided; no adverse consequence was associated with the device.

Manufacturer narrative:
Upon disassembly for visual inspection it was confirmed that the direction controls were reversed and there was evidence of a non-stryker repair. It is likely the reported event was caused by the non-stryker repair.

Event description:
It was reported that the tps micro driver runs in the wrong mode. No further information was provided; no adverse consequence was associated with the device.